Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt, a countershock delivered and the pt's rhythm converted to asystole. According to the reporter, the device power cut off and on when the device's therapy cable was wiggled. The pt was transported to the hosp but was not resuscitated.